Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the right atrial lead exhibited noise and high atrial pacing burden. The lead was explanted and replaced. The patient was in stable condition.